Manufacturer narrative:
The clinical representative met with the patient and instructed the patient to relocate the antenna's position. No further issues have been reported. The unintended stimulation questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient undergoing an MRI, patient suffering a fall since the implant procedure, and the patient engaging in overextending movements have been ruled out as potential causes. The clinical representative disclosed the antenna's position while wearing the device was causing the discomfort experienced. The stimulator is used to treat pain. The cause of the discomfort is due to waa antenna placement (patient user error).

Event description:
The patient reported feeling an electric-type sensation over the skin from the antenna down to the toes on the lateral anterior side of the right lower leg.